Manufacturer narrative:
Event site name: (B)(6).

Event description:
It was reported by customer that before use, the cardiosave intra-aortic balloon pump (iabp) had a helium transducer not calibrated message. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the message and performed helium high and low calibrations. Performed all manifold tests. Product passed all functional and safety tests per manufacturer specifications.